Manufacturer narrative:
The insulin pump was received with button error alarm and it had unresponsive up and down buttons due to corroded keypad traces. The device had cracked lcd window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 85 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.